Event description:
Incidences have not involved a patient. Multiple instances of clinicians and biomed catching the ac power adapter (acpa) failures. According to our database, we retired 16 devices since replacing our entire acpa fleet in december 2023 (replaced due to a previous issued recall). Twelve of the retired devices were replaced this year alone. Reference reports: mw5172307, mw5172308, mw5172309, mw5172310, mw5172311, mw5172312, mw5172313, mw5172315, mw5172316, mw5172317, mw5172318, mw5172319, mw5172320, mw5172321 and mw5172322. Pt code: 4582. Device code: 1420.